Event description:
It was reported that the system 9800's captured image had a "washed" appearance. There was no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. System interconnect cable was replaced as a preventative measure. The typical cause for a "washed" image appearance is technique in origin. The system was tested and found to be working as intended and placed back into service.